Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation on system log review. The fse replaced the suspect patient side manipulator (psm) to resolve the issue. The system was tested and verified as ready for use. Isi received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported complaint, but the error 31009 was confirmed upon reviewing field error logs. Visual inspection was performed and found no issue. The psm arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The embedded serializer for the instrument interface (esii) printed circuit assembly (pca) was replaced as a precaution. No image or procedure video was provided for review. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sh2465 matching the documented event details. This complaint is being reported based on the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer informed the technical support engineer (tse) that instrument recognition issue occurred on the patient side manipulator (psm) 1. The same instrument could be recognized on the other psm. The customer replaced a drape on the psm 1, but the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system. The system was initially power on without errors. Psm 1 was disabled during the procedure. The procedure was completed robotically with the other psm arms.